Event description:
It was reported that during use in the electrophysiology lab, a portion of the keypad on the customer's device was not functioning. The customer advised that the energy select key and potentially several other keys critical to patient care were not functioning. The customer advised that they were unaware of any patient information regarding the reported event, but a patient was involved during the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the keypad assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.